Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8. We made a visual inspection of the instrument. Here we found that the outer tube was broken off from the front handel part. Next we made a visual inspection of the front handle part gk370200. Here we found unknown yellow deposits. This could be adhesive residues from the adhesive bond with scotch weld. Additionally we made a visual inspection of the fracture surface. Lase we made a visual inspection of the outer tube gk380203. Here we found unknown yellow deposits as well. This could also be adhesive residues. We also found visible damage, scratches, and grooves. We also found a melted outer tube. Furthermore we found a bent ending. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: according to the quality standard, a material defect or production error can be excluded. We assume the damaged outer peek tube as the causal factor. We also assume that the melted outer tube were caused by disruptive discharges and this could have been caused by the visible damage. Additionally the outer tube shows heavy signs of wear. No pores or foreign bodies could be found on the point of rupture. Due to the bent ending of the outer tube there is the possibility for a mechanical overload situation and this will result in the breakage between the outer tube and the front handle part. This could have been caused due to an improper handling. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: USA. During a laparoscopic cholecystectomy surgery insulation burned at the distal tip of the instrument while monopolar energy was being applied. No patient harm reported. Surgical delay reported as "unknown".